Event description:
It was reported that patient presented in hospital after receiving multiple inappropriate high voltage therapies due to noise oversensing. Decreased sensing and pacing lead impedance, and insulation anomaly were noted. The lead was capped and replaced.

Event description:
New information received notes that a fracture was suspected. Poor capture thresholds were also noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).